Manufacturer narrative:
The oad was received for analysis. Adhered, dried blood was embedded in the driveshaft. Examination of the area of the adhered material did not reveal any damage that would have contributed to the material accumulation. The exact root cause of the material accumulation is unknown. A guide wire passed through the driveshaft and oad handle, including the area of embedded material, with no resistance. The oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported events of vessel spasm, dissection, and no flow were unable to be conclusively confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), one treatment pass was completed on low speed for a 90%, severely calcified lesion in the mid-circumflex artery. The patient's circumflex and left anterior descending coronary artery spasmed, and there was no flow in the circumflex. A type f dissection occurred. The patient began to decompensate, and the circumflex was ballooned and stented. Imaging performed after angioplasty and stent deployment showed the vessel was open with a good treatment result. During angioplasty and stent deployment, the patient's heart rate and blood pressure could not be maintained; vasopressors were administered, and the patient was intubated. After stent deployment an intra-aortic balloon pump (iabp) was inserted. The patient was extubated on (B)(6) 2020, and the iabp was removed on (B)(6) 2020. It was reported the patient was fine as of (B)(6) 2020.